Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively an inguinal hernia repair procedure, patients had seroma or significant serous fluid collections following the use of large prosthesis for the treatment of incisional hernia. This were punctured and the surgery was redone.